Manufacturer narrative:
Initial and final (B)(4) - device 1 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced insulin absorption issue with three infusion sets at site on (B)(6) 2026. The infusion set was in use for one hour. The blood glucose (bg) was high with specific value unknown and was treated with correction bolus via pump. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.